Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned devices shows minor damage to the lock detail and dimpling on the articulating surface. A review of the complaint history shows no prior complaints for the listed lot. A dimensional inspection was completed on the tibial base and inserts all dimensions were in specifications on the tibial base however damage/deformation at several features of the insert would not allow for accurate measurement. A lab analysis was completed and the results were burnishing, could have been caused by loosening of the device, and were observed on the inferior surface of the tibial base. Scratching/damage was observed on the superior surface of the base; this may have been created by instrument contact or third body particulate that migrated between the insert and base. Damage/deformation was observed on the articular surface of the tibial insert; this could have been caused by bone cement, bone, etc. Damage/deformation was also observed on the insertion/extraction slot of the insert; this could have been created during insertion/extraction from the tibial base. Burnishing, indicative of backside wear, was observed on the backside of the insert, similar features have been observed on tibial inserts and bases retrieved due to loosening. A definitive root cause cannot be determined. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
.